Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A user facility nurse reported that a blood leak occurred approximately 1 hour after initiation of the patient's hemodialysis (hd) treatment. The leak was noted as being an external blood leak within the dialyzer. The patient was re-setup on the same machine, and then the hd therapy was completed. It was reported that the dialyzer had a crack on the venous side of the dialyzer leaking some from the crack. There was no observed damage to the dialyzer during the setup, prior to the treatment. The 2008k hd machine did not alarm as the leak was very small and did not lead to any internal blood leak. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient's estimated blood loss (ebl) was noted as being approximately 250-300 milliliters (ml). The dialyzer was not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A review of the DHR did not reveal a probable cause for the customer complaint.